Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer already has contacted their health care provider to adjust basal rates. The customer's blood glucose was 300mg/dl.-400mg/dl. Current blood glucose was 125mg/dl; declined troubleshooting.